Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an itchy and sore skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the physician prescribed a cream for the skin irritation. Outcome of the skin irritation is unknown.